Event description:
On (B)(6) 2012, the pt reported her infusion device was in the clip case and it fell, causing the infusion set to come out a little. The pt did not notice the insulin leaking or blood around the infusion site until a little while later. The pt does hear an audible click when attaching the head-set to the tube-set. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was discarded and therefore not requested to be returned for product evaluation.